Event description:
It was reported, the study patient had pain at the ipg site. It was reported, the patient is small, weighing (B)(6). The physician prescribed lidoderm patches, but the patient could not tolerate the treatment. Multiple creams were tried to alleviate the issue. Follow up identified the patient did not want to remove the system due to the stimulation relief provided, and the issue was not resolved despite attempts to treat the pain.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.